Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site ID: (B)(6). It was reported on (B)(6) 2025 that a 29mm navitor valve with radiopaque markers was selected for implant with a large flexnav delivery system. Prior to valve deployment, a 24mm non-abbott balloon was used to perform pre-implant balloon aortic valvuloplasty of the native aortic valve. The 29mm navitor valve was successfully deployed. A pigtail catheter was advanced into the left ventricular (lv) cavity to get a final aortic gradient. However, during pullback of the pigtail catheter from the lv to the aorta, it was noted that the valve had popped up from the native annulus and migrated in the ascending aorta. A snaring device was introduced to reposition and stabilize the valve further back into the ascending aorta above the sinotubular junction. A decision was made to prepare a new 29mm navitor valve with radiopaque markers that was successfully implanted at the appropriate position with a second new large flexnav delivery system with an implant depth of 3mm at the non-coronary cusp. No paravalvular leak was observed, final mean gradient was 4mmhg, and there was no cardiac rhythm change. The patient remained hemodynamically stable throughout the procedure. The patient status was reported discharged the next day without incident.

Event description:
N/a

Manufacturer narrative:
An event of valve migration, and improper or incorrect procedure or method were reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported migration could not be conclusively determined. It is possible that patient and procedural conditions, such as "little calcium" and implanting difficulties, contributed to the reported event; however, this cannot be confirmed. The reported improper or incorrect procedure or method was due to snaring the valve post-implant. The reported unexpected medical intervention and surgical intervention were result of case-specific circumstances: initially, as valve snared and valve-in-valve was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.